Manufacturer narrative:
The insulin pump received with broken battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump is cracked, and the customer does not know how it happened. It was stated that a hole can be seen at the back of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.